Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator that during testing the vent was not reading the volume correctly when the flow sensor was installed. There was no patient involvement at the time of the reported condition.

Manufacturer narrative:
An ht70 plus ventilator was returned to covidien/ medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was not verified. Another issue was found; the solenoid valve was rusted inside. If information is provided in the future, a supplemental report will be issued.